Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had migrated. The patient underwent an scs leads replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in january 2025 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7104498, UDI: (B)(4).